Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was not feeling well (vomiting) and received a result of 70 mg/dl on the mobile system. The patient's father took her to the hospital. The result was 40 mg/dl on a hospital device. The timeframe between the results was unknown. The type of treatment given to the patient was not provided. It is unknown on how long the patient was in the hospital. The test strip lot number was not provided. Return of the suspect device was requested for evaluation.